Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported 50 mg/50 ml of morphine was hung at 3:52 pm at the ordered rate of 2 mg/hour per the medical record. The pump module event log states the device was powered on at 3:55:13 pm. No changes in the rate of administration were made as per documentation in the medical record. At this rate of infusion, and taking into account the priming of the IV set, the bag should have lasted approximately 22 hours. The medical record states the IV bag was empty at 6:20 pm, which was approximately 2.5 hours after the infusion was initiated. The event log from the pump module states the pump alarmed at 6:26:20 pm. There was no patient harm.

Event description:
The customer reported 50 mg/50 ml of morphine was hung at 3:52 pm at the ordered rate of 2 mg/hour per the medical record. The pump module event log states the device was powered on at 3:55:13 pm. No changes in the rate of administration were made as per documentation in the medical record. At this rate of infusion, and taking into account the priming of the IV set, the bag should have lasted approximately 22 hours. The medical record states the IV bag was empty at 6:20 pm, which was approximately 2.5 hours after the infusion was initiated. The event log from the pump module states the pump alarmed at 6:26:20 pm. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the morphine bag was found empty prematurely was not confirmed or replicated. There were no errors or malfunctions recorded in the pcu error log. There were no obvious programming errors or irregularities with user interaction in the pcu event log. Testing performed found the device operating within specifications. The disassembly and inspection of the pumping mechanism showed no irregularities. The root cause of the customer¿s report was not identified.